Event description:
Pt called lfs alleging that their meter would only prompt "error 2". The error message, as described in the owner's manual, may be caused by using a used test strip or temporary/permanent electronic problems. Pt did not report any symptoms. Pt re-tested, however, only an error 2 was obtained. The pt reported that the meter prompted them to take insulin. The meter does not have the capability to prompt users to take medication. Their care nurse found out the following that pt had taken insulin and instructed pt to eat something right away. Pt did not have a back up meter. No medical care was sought from a health care professional. No adverse event or serious injury occurred. The customer service rep walked the patient through troubleshooting. The rep indicated that the meter would not even power on. The meter was replaced due to unresolved issues.